Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the saw blade became loosened. The screw was found to be loose. There was no harm for patient, operator or third party reported. The surgery was finished successfully the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed that the push button has come loose from the outer sleeve although enough loctite was on the thread. The most likely cause has been attributed to wear and tear from repetitive use.